Event description:
It was reported that the ventricular lead exhibited low impedance. The lead insulation exhibited an anomaly. The lead was explanted.

Manufacturer narrative:
Final analysis found the insulation exhibited clavicular crush damage at 29.1 cm to 29.9 cm from the connector pin which exposed the outer coil. This damage likely contributed to the reported impedance anomaly.